Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. On the same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1 gm, at bedtime (hs) every 3 days, intraperitoneal, ongoing), imipenem injection (1 gm, at bedtime (hs), intraperitoneal, ongoing) and fluconazole injection (150 mg, once daily, intravenous, ongoing) for peritonitis. It was reported the patient was retrained on the proper aseptic technique one day after the event onset. At the time of this report, the patient was still hospitalized and did not recover from the events. Twelve days from event onset, pd therapy was stopped, catheter has been removed and the patient was shifted to hemodialysis (hd) (ongoing). No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.